Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the following results were discrepant. The initial sodium result was 127 mmol/l and the repeat result was 138 mmol/l. The initial potassium result was 3.8 mmol/l and the repeat result was 4.4 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found the issue was possibly due to a clotted sample. He ran ise precision testing and found the analyzer ran to specifications. The customer ran calibrations and qc and was satisfied with the results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the chloride recovered results in the opposite direction upon repeat than the sodium or potassium. Possible root causes for this phenomenon are air in the sample channel, leakage current coming from the waste, old and/or expired reference electrode or leaks in the ise/reference line.